Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: l side of pelvis"), genital haemorrhage ("persistent bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), stillbirth ("stillbirth") and tooth disorder ("dental problems") in a 23-year-old female patient (gravida 4, para 3) who had essure (batch no. B97496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's past medical history included multi gravida (total number of pregnancies: 4), parity 3 (total number of live births: 3 , vaginal delivery x3 date of births:(B)(6) 2011, (B)(6) 2012, (B)(6) 2014), low platelets (thrombocytopenia), amniotic fluid volume decreased, tonsillectomy in 2006, vaginal discomfort, violence and nail operation. No alcohol or drug use. Previously administered products included for prevent pregnancy: depo provera from 2008 to 2009. Concurrent conditions included anxiety (not recovered prior to essure increased anxiety. Patient reports having 1-2 panic attacks a week,) since 2005, depression (not recovered prior to essure) since 2005, blood pressure high, headache since 2014, smoker (heavy tobacco smoker (1 1/2 ppd),) since 2006, stomach ache, multiple allergies, gum bleeding, earache, ringing in ears, sinus disorder, chills, sleep loss, nervousness, difficulty breathing, tiredness, irritable mood, short of breath, heart racing, seasonal allergy, vaginal itching, migraine, alcohol use (occasionally socially), extracellular fluid volume decreased, respiratory gas exchange disorder, fluid imbalance, endometritis, rib pain, common cold, light headedness, dizzy, general body pain (diffuse body aches), postpartum state, weakness, sepsis, idiopathic thrombocytopenic purpura, anorexia, white blood cell count decreased and drug allergy (critical)hives and rash). Family history included alcoholism (father and maternal grandparents), clotting disorder (mother), cervical cancer (mother), coronary heart disease (all), colon cancer (father), depression (all), diabetes (maternal grandmother), heart disease, unspecified (all) and renal disease (maternal grandmother). Concomitant products included medroxyprogesterone (depo provera) in 2014 for contraception, axotal (fioricet) from 2014 to 2016 for headache as well as anesthetics nos, anxiolytics, hydroxyzine hydrochloride (vistaril) since 2016, ibuprofen (motrin), labetalol hydrochloride (labetalol hcl) from 2015 to 2016, lisinopril since 2016, ondansetron (zofran) from 2014 to 2017, paracetamol (tylenol), tramadol since 2014 and venlafaxine hydrochloride (effexor xr) since 2012. In 2014, the patient experienced hypertension ("blood or heart disorder/condition type:high blood pressure"), tooth disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and rash ("rashes or skin conditions"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder / urinary tract/vaginal) type: bladder/urinary"), cystitis ("infection (bladder / urinary tract/vaginal) type: bladder/urinary"), weight increased ("weight gain") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition- type: acid reflux"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced stillbirth (seriousness criterion medically significant) and nausea ("nausea"). On (B)(6) 2016, 1 year 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd"), depression ("depression"), anxiety ("anxiety,"), dyspepsia ("gastrointestinal or digestive system condition- type: heartburn,"), vaginal discharge ("vaginal discharge"), the first episode of arthralgia ("joints (knees, shoulders) pain (frequent, mild to severe)") and the second episode of arthralgia ("joints (knees, shoulders) pain (frequent, mild to severe)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (bilateral removal of fallopian tubes on (B)(6) 2016) and surgery (tooth pulled). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, stillbirth, hypertension, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, cystitis, nausea, post-traumatic stress disorder, rash, dyspepsia, vaginal discharge, weight increased, the last episode of arthralgia and gastrooesophageal reflux disease outcome was unknown and the depression and anxiety had not resolved. The pregnancy outcome was reported as stillbirth. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypertension, nausea, post-traumatic stress disorder, pregnancy with contraceptive device, rash, stillbirth, tooth disorder, urinary tract infection, vaginal discharge, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: abdominal pain decreased within weeks of essure removal. No complications or problems that occurred at the time of her essure placement procedure. She did not retain the essure or any portion of it. She did not return your essure or any portion of it to conceptus or bayer. She did not had complications from essure removal procedure. (B)(6) 2016: discharge diagnosis: iufd (intrauterine fatal death); severe chtn (chronic hypertension) assessment: 25 weeks pregnant; severe oligo; lack of fetal kidneys. (B)(4) baby case has been created with event of stillbirth. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: could not find the essure pregnancy test - on (B)(6) 2016: positive pregnancy x-ray - on (B)(6) 2016: essure located in the greater omentum she had essure confirmation test, transvaginal ultrasound (tvu) , other (please describe) - CT abdomen/pelvis, on (B)(6) 2016. Essure confirmation test showed unilateral occlusion (right tube occluded), migration of essure device. (B)(6) 2014, essure tubal occlusion. (B)(6) 2014, essure insertion procedure: the hysteroscope was performed. The right tube was easily visualized and the right tube was cannulated with the essure deployed and five claws exposed. The right side was quite a bit more difficult. Physician could see the ostia but it was covered by a piece of endometrial tissue and they could not push the essure past this so they had to get some hysteroscopic graspers through this endometrial tissue and then dilate the tip slightly with the tip of the graspers. With this they could easily thread the right essure and it was deployed and we had six claws exposed. The os was removed from the uterus and cervix and vagina. Anesthesia was notified that the procedure had been completed. Primary diagnosis and assessment: 1. Intrauterine pregnancy at 24 weeks and 6/7 days. 2. Preterm premature rupture of membranes. 3. Severely growth restricted infant, small for gestational age on the ultrasound today. 4. Cardiomegaly at least for the chest size. 5. Fetal ascites and echogenic bowel noted on ultrasound today. (B)(6) 2016, surgical pathology: specimen: placenta; thigh sample for chromosomal analysis gross description: 1) the specimen consists of a placenta with attached membranes and umbilical cord in formalin. The membranes insert normally into the periphery of the disc and are semitranslucent and tan. The cord inserts 0.9 cm from the margin of the disc and 15.8 cm in length and averages 0.8 cm in external diameter. No true or false knots are present. Three vessels are seen on sectioning. The disc is 10.7 x 8.5 and has a thickness that ranges from 0.8 cm to 2.4 cm. The disc weighs 105 grams after trimming membranes and cord. The fetal surface is intact and pink. The maternal surface is intact and tan to red. Sectioning shows three red to tan areas, two of which are in the central portion of the disc, 1.8 cm each and one of which is at the periphery, 1.5 cm. Portions of cord and peripheral membranes are submitted in a. Portions of full thickness cross sections are submitted in b, c and d, with b being adjacent to the cord insertion. The three lesions are sampled in e, f and g. 2) the specimen consists of a 0.9 x 0.6 cm fragment of pink tissue in saline. Histopathology: 1) sections of the three vessel umb1l1cal cord and fetal membranes do not show significant inflammation. The placental disc shows chorionic villi with areas of accelerated villus maturation and with multiple variably sized foci of infarcted villi. Diagnosis: 1) 105 gm preterm placenta with accelerated villus maturation and multiple foci of villus infarction, with marginal insertion of three vessel umbilical cord. 2) biopsy, tissue from thigh for chromosome analysis. (B)(6) 2016, transabdominal pelvic ultrasound: impression: there is mild endometrial thickening with mild endometrial canal fluid/blood. No focal uterine mass or strong evidence of retained products of conception. Normal right ovary. Left ovary not seen. No adnexal mass or significant free fluid. (B)(6) 2016, CT pelvis without contrast: impression: presence of the essure linear device within the right fallopian tube. There is no essure device within the left fallopian tube. There is curvilinear structure within the left side of the abdomen, best seen on scout view, and partially visualized on images 1-4 series 3, likely represents migrated essure device. (B)(6) 2016: surgical pathology report: gross description: the specimen is received in a formalin filled container labeled with patient identification and bilateral fallopian tubes and essure coils x 2. The specimen consists of fragments of fallopian tube tissue measuring from 5 to 6.5 cm in length and 1.2 cm. There are also identified areas of essure coil measuring up to 1 cm. Serial sectioning through the specimen demonstrates no distinct lesions. Representative sections of the specimen are submitted into a single cassette. The remainder of the specimen is retained. Concerning injuries reported in this case the following ones were described in patient medical records: device dislocation, pregnancy with contraceptive device, stillbirth, dyspareunia, hypertension, nausea, anxiety, vaginal discharge, depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: l side of pelvis"), genital haemorrhage ("persistent bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), stillbirth ("stillbirth") and tooth disorder ("dental problems") in a (B)(6) year-old female patient (gravida 4, para 3) who had essure (batch no. B97496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. The patient's past medical history included multi gravida (total number of pregnancies: 4), parity 3 (total number of live births: 3 , vaginal delivery x3 - date of births:(B)(6) 2011, (B)(6) 2012, (B)(6) 2014), low platelets (thrombocytopenia), amniotic fluid volume decreased, tonsillectomy in 2006, vaginal discomfort, violence and nail operation. No alcohol or drug use. Previously administered products included for prevent pregnancy: depo provera from 2008 to 2009. Concurrent conditions included anxiety (not recovered prior to essure increased anxiety. Patient reports having 1-2 panic attacks a week,) since 2005, depression (not recovered prior to essure) since 2005, blood pressure high, headache since 2014, smoker (heavy tobacco smoker (1 1/2 ppd),) since 2006, stomach ache, multiple allergies, gum bleeding, earache, ringing in ears, sinus disorder, chills, sleep loss, nervousness, difficulty breathing, tiredness, irritable mood, feeling abnormal, heart racing, seasonal allergy, vaginal itching, migraine, alcohol use (occasionally socially), extracellular fluid volume decreased, resp gas exchange disorder nos, fluid imbalance, endometritis, rib pain, common cold, light headedness, dizzy, general body pain (diffuse body aches), postpartum state, weakness, sepsis, idiopathic thrombocytopenic purpura, anorexia, white blood cell count decreased and drug allergy (critical)hives and rash). Family history included alcoholism (father and maternal grandparents), clotting disorder (mother), cervical cancer (mother), coronary heart disease (all), colon cancer (father), depression (all), diabetes (maternal grandmother), heart disease, unspecified (all) and renal disease (maternal grandmother). Concomitant products included medroxyprogesterone (depo provera) in 2014 for contraception, axotal (fioricet) from 2014 to 2016 for headache as well as anesthetics nos, anxiolytics, hydroxyzine hydrochloride (vistaril) since 2016, ibuprofen (motrin), labetalol hydrochloride (labetalol hcl) from 2015 to 2016, lisinopril since 2016, ondansetron (zofran) from 2014 to 2017, paracetamol (tylenol), tramadol since 2014 and venlafaxine hydrochloride (effexor xr) since 2012. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced hypertension ("blood or heart disorder/condition type:high blood pressure"), tooth disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and rash ("rashes or skin conditions"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder / urinary tract/vaginal) type: bladder/urinary"), cystitis ("infection (bladder / urinary tract/vaginal) type: bladder/urinary"), weight increased ("weight gain") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition- type: acid reflux"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced stillbirth (seriousness criterion medically significant) and nausea ("nausea"). On (B)(6) 2016, 1 year 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd"), depression ("depression"), anxiety ("anxiety,"), dyspepsia ("gastrointestinal or digestive system condition- type: heartburn,"), vaginal discharge ("vaginal discharge"), arthralgia ("joints (knees, shoulders) pain (frequent, mild to severe)") and musculoskeletal pain ("joints (knees, shoulders) pain (frequent, mild to severe)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first and second trimesters of pregnancy. The patient was treated with surgery (bilateral removal of fallopian tubes on (B)(6) 2016) and surgery (tooth pulled). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, stillbirth, hypertension, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, cystitis, nausea, post-traumatic stress disorder, rash, dyspepsia, vaginal discharge, weight increased, arthralgia, musculoskeletal pain and gastrooesophageal reflux disease outcome was unknown and the depression and anxiety had not resolved. The pregnancy outcome was reported as stillbirth. The reporter considered alopecia, anxiety, arthralgia, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypertension, musculoskeletal pain, nausea, post-traumatic stress disorder, pregnancy with contraceptive device, rash, stillbirth, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: abdominal pain decreased within weeks of essure removal. No complications or problems that occurred at the time of her essure placement procedure. She did not retain the essure or any portion of it. She did not return your essure or any portion of it to conceptus or bayer. She did not had complications from essure removal procedure. (B)(6) 2016: discharge diagnosis: iufd (intrauterine fatal death); severe chtn (chronic hypertension) assessment: 25 weeks pregnant; severe oligo; lack of fetal kidneys. (B)(4) baby case has been created with event of stillbirth. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: could not find the essure. Pregnancy test - on (B)(6) 2016: positive pregnancy. X-ray - on (B)(6) 2016: essure located in the greater omentum she had essure confirmation test, transvaginal ultrasound (tvu) , other (please describe) - CT abdomen/pelvis, on (B)(6) 2016 and (B)(6) 2016. Essure confirmation test showed unilateral occlusion (right tube occluded), migration of essure device. (B)(6) 2014, essure tubal occlusion. (B)(6) 2014, essure insertion procedure: the hysteroscope was performed. The right tube was easily visualized and the right tube was cannulated with the essure deployed and five claws exposed. The right side was quite a bit more difficult. Physician could see the ostia but it was covered by a piece of endometrial tissue and they could not push the essure past this so they had to get some hysteroscopic graspers through this endometrial tissue and then dilate the tip slightly with the tip of the graspers. With this they could easily thread the right essure and it was deployed and we had six claws exposed. The os was removed from the uterus and cervix and vagina. Anesthesia was notified that the procedure had been completed. Primary diagnosis and assessment: intrauterine pregnancy at 24 weeks and 6/7 days. Preterm premature rupture of membranes. Severely growth restricted infant, small for gestational age on the ultrasound today. Cardiomegaly at least for the chest size. Fetal ascites and echogenic bowel noted on ultrasound today. (B)(6) 2016, surgical pathology: specimen: placenta; thigh sample for chromosomal analysis gross description: 1) the specimen consists of a placenta with attached membranes and umbilical cord in formalin. The membranes insert normally into the periphery of the disc and are semitranslucent and tan. The cord inserts 0.9 cm from the margin of the disc and 15.8 cm in length and averages 0.8 cm in external diameter. No true or false knots are present. Three vessels are seen on sectioning. The disc is 10.7 x 8.5 and has a thickness that ranges from 0.8 cm to 2.4 cm. The disc weighs 105 grams after trimming membranes and cord. The fetal surface is intact and pink. The maternal surface is intact and tan to red. Sectioning shows three red to tan areas, two of which are in the central portion of the disc, 1.8 cm each and one of which is at the periphery, 1.5 cm. Portions of cord and peripheral membranes are submitted in a. Portions of full thickness cross sections are submitted in b, c and d, with b being adjacent to the cord insertion. The three lesions are sampled in e, f and g. 2) the specimen consists of a 0.9 x 0.6 cm fragment of pink tissue in saline. Histopathology: 1) sections of the three vessel umb1l1cal cord and fetal membranes do not show significant inflammation. The placental disc shows chorionic villi with areas of accelerated villus maturation and with multiple variably sized foci of infarcted villi. Diagnosis: 1) 105 gm preterm placenta with accelerated villus maturation and multiple foci of villus infarction, with marginal insertion of three vessel umbilical cord. 2) biopsy, tissue from thigh for chromosome analysis. (B)(6) 2016, transabdominal pelvic ultrasound: impression: there is mild endometrial thickening with mild endometrial canal fluid/blood. No focal uterine mass or strong evidence of retained products of conception. Normal right ovary. Left ovary not seen. No adnexal mass or significant free fluid. (B)(6) 2016, CT pelvis without contrast: impression: presence of the essure linear device within the right fallopian tube. There is no essure device within the left fallopian tube. There is curvilinear structure within the left side of the abdomen, best seen on scout view, and partially visualized on images 1-4 series 3, likely represents migrated essure device. (B)(6) 2016: surgical pathology report: gross description: the specimen is received in a formalin filled container labeled with patient identification and bilateral fallopian tubes and essure coils x 2. The specimen consists of fragments of fallopian tube tissue measuring from 5 to 6.5 cm in length and 1.2 cm. There are also identified areas of essure coil measuring up to 1 cm. Serial sectioning through the specimen demonstrates no distinct lesions. Representative sections of the specimen are submitted into a single cassette. The remainder of the specimen is retained. Concerning injuries reported in this case the following ones were described in patient medical records: device dislocation, pregnancy with contraceptive device, stillbirth, dyspareunia, hypertension, nausea, anxiety, vaginal discharge, depression. Most recent follow-up information incorporated above includes: on 14-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Event fatigue, vaginal discharge, headaches , migration of essure device location of device: l side of pelvis, pregnancy (stillbirth or miscarriage), abdomen pain (weekly, moderate to severe), blood or heart disorder/condition type:high blood pressure, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, infection (bladder / urinary tract/vaginal) type: bladder/urinary, nausea , device ineffective, ptsd, depression, anxiety, rashes, heartburn, weight gain, joints (knees, shoulders) pain (frequent, mild to severe), acid reflux. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.